Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: at call back on (B)(6) 2018, customer's condition remained the same and she reported symptoms of increased thirst and fatigue. The customer did not have any medical intervention since the last call. There were no additional blood tests performed using the truemetrix meter. After several attempts manufacturer was unable to establish contact again with the customer in order to ensure the customer's condition since the initial call. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of 178 mg/dl using truemetrix meter and 138 mg/dl using doctor's device; tests were performed fasting. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. At the time of the call, the customer reported having increased thirst; customer denied the need for medical attention at the time of the call. The customer declined to perform a back to back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/29/2021 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).